Event description:
The customer reported via phone, the insulin pump was alarming button error. Customer keeps the device in her bra and alarm occurred when she was attempting to suspend it so she can take a shower. Customer doesn't know what her blood glucose level was when the alarm occurred. The device was not dropped or bumped prior to the alarm occurring. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump has cracked case at the display window corners, battery tube threads, broken reservoir tube lip, cracked display window and missing end cap sticker.